Manufacturer narrative:
The pump was received with a blank display and a constant tone alarm due to moisture damage on the electronics. The pump was also received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that their insulin pump was exposed to moisture; the patient was on the beach and a rogue wave came and drenched the patient and the insulin pump. The patient's blood glucose at the time of incident was 14.0 mmol/l. Troubleshooting was initiated for the exposure to moisture and the caller confirmed that there was fluid under the lcd display. The display became blank and a constant tone sounded off. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.